Event description:
It was reported that the patient using an ilet system experienced recurrent hypoglycemia that they sometimes overtreat, followed by elevated blood glucose to approximately 200, and they received troubleshooting and education on proper low blood glucose treatment to mitigate a roller coaster effect. Symptoms included hypoglycemia. Outcomes included no hospitalization, no alarms, and resolution through education. Investigation included a review of use patterns and patient counseling on low treatment protocol. Investigation of this case revealed user management behavior consistent with overtreatment of hypoglycemia, with no device malfunction or alarm involvement identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique and use error.